Event description:
Event description cpi received information that the patient with this ventak mini implantable cardioverter defibrillator (ICD) presented in the emergency room in cardiac arrest requiring external rescue. The patient had received several externl shocks prior to being admitted to the hospital. The ICD could not be interrogated at this time. The ICD and portion of the transvenous defibrillation lead were explanted and returned for analysis.